Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p70, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k173122.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for a patient sample. The following data was provided (customer¿s reference range 0.70¿1.48 ng/dl): initial result = 1.58 ng/dl, repeat results = 0.91 ng/dl, 0.91 ng/dl. Additional laboratory results provided: tsh result = 1.0147 uiu/ml (reference range 0.250-4.940 uiu/ml). Ft3 2.61 pg/ml (reference range 1.58-3.91 pg/ml). No impact to patient management was reported.